Manufacturer narrative:
During inspection and testing, the forceps elevator wire was cut and frayed. A review of the device history record found no deviations that could have caused or contributed to the frayed and cut forceps elevator wire. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the forceps elevator wire was frayed and cut due to fatigue breakdown by repeated operation of the forceps elevator. Moreover, the wire was frayed and raised by repeated brushing around the elevator and attachment/detachment of the distal cover. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help the user detect the issue: "the elevator wire at the distal end is damaged (broken, frayed, or bent), the damaged elevator wire may cause injury or pose an infection control risk when detaching of the distal cover or cleaning the endoscope. In this case, carefully detach the distal cover and perform cleaning." "Preparation and inspection: attaching the distal cover - when attaching the distal cover, make sure to confirm that the portion of the elevator wire at the distal end is not broken, frayed, or bent. Otherwise, the broken elevator wire may cause injury. Also, if the broken elevator wire is deformed, it may compromise patient, operator, or other medical personnel safety.¿ the device's instruction manual provides the following, which may help to prevent the issue: "cleaning, disinfection and sterilization procedures: brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work." Olympus will continue to monitor field performance for this device. The report of leakage from the distal end of the device was not confirmed during testing. In addition, angulation in all directions was out of specification. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported leakage from the distal end of the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the forceps elevator wire was cut and frayed. This report is being submitted for the malfunction found during evaluation (damaged forceps elevator wire). There was no harm or user injury reported due to the event.